Event description:
A catheter quit working (will not let us obtain cardiac output via thermodilution) as the temperature reading is not showing up. The catheter was placed [redacted]. Manufacturer response for td torque-line catheter, 8f, 5 lumen, 110 cm, ra/ra, (brand not provided) (per site reporter). The vendor visited the hospital and there has been ongoing meetings.